Event description:
It was reported that stent damage occurred. Pre-dilatation was performed resulting to a 25% residual stenosis. Following pre-dilatation, a 2.50 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, resistance was felt and the stent strut was lifted. The device was removed together with the catheter and the procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).